Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: operation manual chapter 3 preparation and inspection. Reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a corroded distal end and a damaged suction connector. The following components were found scratched: grip, forceps channel port, switch box, right/left knob, and the scope connector cover unit. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility returned the olympus device, duodenovideoscope, to the olympus service center for annual inspection. Upon inspection and testing of the returned device, it was observed that there was foreign material in the distal end. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.